Event description:
Reporting status: death. Reporting rationale: retrieval attempts of dislodged stent; dissection and occlusion; subsequent death. Device issue: stent dislodgement. It was reported that the procedure was to treat a 99% stenosed cx. After pre-dilatation, the 2.5 x 15 mm promus was advanced, but could not cross. Pre-dilatation was performed again and two more attempts were made to cross with the promus. During the third attempt, the stent dislodged from the balloon. Several attempts were made to retrieve the stent (snare, balloon catheter), but were unsuccessful. The pt started to become unstable (diaphoretic, short of breath and hypertensive), and the angio showed the lad was 100% occluded. A dissection had occurred. Attempts to re-wire were unsuccessful. An intra-aortic balloon pump was placed. The pt went into v-fib and cardiogenic shock. Despite multiple defibrillations, amiodarone and lidocane, the pt never came out of it. All further attempt to resuscitate were stopped, and the pt expired. No add'l event or pt information is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
.